Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl and 309 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if auto mode was active and automatically adjusting insulin delivery during the event. Customer kept declining troubleshooting. The insulin pump will be returned for analysis.